Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. During the device's evaluation, ventec also observed that the its exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).